Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
(B)(4). The pad-pak was first successfully installed on the (B)(6) 2012 and performed to specification up to the (B)(6) 2015. An increase in voltage during this time suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were recorded between the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.